Manufacturer narrative:
It was reported there was a machine malfunction? The product is already on the patient. The patient is sitting in there and the light will not work. It will be 1.5 hours it has been on him.

Event description:
Device malfunction; treatment failure.